Event description:
It was reported that there was difficulty recapturing the closure device. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa and release criteria was checked. The closure device did not meet release criteria and needed to be fully recaptured. The physician had difficulty fully recapturing the closure device, but was eventually able to successfully fully recapture the closure device. A new wds was used to successfully complete the procedure. There were no patient complications or consequences that were reported to have occurred during this event.